Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedances, measuring above 3000 ohms. Technical services (ts) reviewed the event and stated that noise oversensing was also noted. Subsequently, the lead was reprogrammed to a bipolar configuration. In this configuration it was observed that the noise could not be reproduced, and the lead measurements were within normal limits. The ra lead is a non-boston scientific lead. The patient will continue be monitored on latitude nxt. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedances, measuring above 3000 ohms. Technical services (ts) reviewed the event and stated that noise oversensing was also noted. Subsequently, the lead was reprogrammed to a bipolar configuration. In this configuration it was observed that the noise could not be reproduced, and the lead measurements were within normal limits. The ra lead is a non-boston scientific lead. The patient will continue be monitored on latitude nxt. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the <<description>> for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.